Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use, during dwell 1. The home patient (hp) stated that in dwell 1, the heater bag disconnected. The baxter technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr said they should then call their registered nurse (rn) in the next 24 hours and let her know what happened. The tsr walked the hp through ending therapy procedure. The hp ended therapy and would start over with new supplies. They would call the rn. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she was able to resume therapy after starting over with new supplies. She said the connection issue was her fault, and there was nothing wrong with the supplies. She did not connect the red heater bag correctly and it leaked over the floor. She did contact her nurse and her nurse said she should be fine but just to check her drain bag for a few days. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - incomplete connection. The label review found the labeling adequate for the use error in this complaint.